Event description:
On (B)(6), 2012 the reporter contacted animas to report the patient obtained erratic blood glucose readings for four days, ranging from 23 mg/dl to greater than 500 mg/dl. The patient noted when she tested her blood glucose level to be 23 mg/dl or 36 mg/dl, she experienced the symptoms of shaking, numbness and weakness. The patient was treated with soda and icing. Three hours later, the patient obtained the blood glucose reading of greater than 500 mg/dl, and she corrected her level using a bolus dose of insulin via the pump. Troubleshooting revealed all total basal/bolus doses given correctly matched those programmed, all pump settings, programming, basal setting and date/time were correct. There was no evidence the pump was not functioning appropriately in delivering insulin as programmed. However as the patient suffered blood glucose levels and symptoms suggesting both severe hypoglycemia and severe hyperglycemia and received treatment, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.